Event description:
It has been determined that the device associated with this complaint is non-allergan. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side lymph nodes under armpit, pain in my armpit lymph nodes" device remains implanted.